Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump had a blank display anomaly. The customer's last recorded blood glucose was 86 mg/dl earlier in the day. Troubleshooting was initiated for the blank display anomaly. There were cracks on the right corner and left corner of the screen. The device may have possibly been exposed to moisture since the customer clipped the device to her bathing suit. The customer also confirmed that the battery cap contacts, battery compartment, and spring did not have any damage, corrosion, or missing components. A new alkaline aaa battery was inserted into the insulin pump but the display did not return. Troubleshooting then occurred for the exposure to moisture. The customer confirmed that there was fluid under the display screen. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned and replaced.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronics. The moisture damage was found on the motor. We were unable to verify battery out limit or perform the functional testing, including the operating currents test, self-test, error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests due to blank display anomaly. The insulin pump had cracked case at display window corners, battery tube threads, reservoir tube lip, minor scratched and cracked display window.